Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this left ventricular (lv) lead. Technical services (ts) recommended programming options and then continue monitoring. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).